Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 01/19/2012 - device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No activity outside normal use was observed in the black box. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 73 mg/dl and was eating cereal and juice, and then passed out. Emergency services were contacted, and when paramedics arrived they tested her blood glucose level to be 83 mg/dl. The patient was given a glucagon injection and was revived. The patient was transported to the emergency room. Troubleshooting revealed all pump settings, date/time, basal setting were correct, the total basal/bolus doses given correctly match those programmed, there were no issues with the infusion set or infusion site, and there had been no unintended infusion of insulin. It was also determined the patient's mother had not replaced the infusion tubing during the last two site changes, as recommended. There is no evidence the pump was not accurately and correctly delivering insulin. The patient's technique was incorrect by not replacing the infusion tubing. The patient suffered symptoms of severe hypoglycemia while using the insulin pump, and received emergency medical attention and treatment with glucagon, therefore this complaint is being reported.